Manufacturer narrative:
Results: "...distal stem was...separated...at its juncture with the hinge mid-section." Conclusions: "...damages to implants were apparently caused by conditions of exposure associated with the time they were implanted..." Methods: microscopic examination.

Event description:
Reporter alleges the product failed per info from the dr. Reporter also alleges pain in hand and failure times two.